Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose that led to hospitalization for 5 days. Blood glucose value when patient was admitted to hospital was 801 mg/dl. The patient was treated in the emergency room and intensive care unit. No further information available.